Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with premature eri. The battery voltage was rapidly dropping. The device was explanted and replaced, and will not be returned back for analysis.